Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and unable to download due to corroded electronic assembly. Moisture damage was also found on the motor and the force sensor during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. The insulin pump had scratched case, pillowing keypad overlay, serial number label fading, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer's blood glucose level was 28 mmol/l. The customer was using a manual injection to treat their blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.